Event description:
It was reported that during an interventional procedure, a balloon pinhole and stent deployment failure occurred. The lesion details are unk. The express biliary 10x40mm stent system reportedly had "a hole in the balloon, and the stent did not deploy."

Manufacturer narrative:
(B)(4).